Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 75% stenosed target lesion located in the calcified and severely tortuous mid right coronary artery. A 4.0x32mm liberte stent was advanced for treatment but met resistance through the right shoulder and was withdrawn. Upon removal, it was noted that the distal edge of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).